Manufacturer narrative:
Ref e-complaint-(B)(4). Investigation: x-initiated manufacturer's investigation, x-no sample returned, x-review DHR. Analysis and findings: a review of the 2 year complaint history for the transwarmer inf,box of 6, part: 20421 shows one more similar complaint on file. The transwarmer is a purchased product. There were no product returned for evaluation, hence the complaint cannot be confirmed. A review of the incoming inspection records for the transwarmer inf for lot ik147 shows the products were to specification upon receipt. Refer attached incoming inspection report in trumbull facility of csi along with the kettle process verification, fill/pack in process inspection and weight and seal checks at the vendor facility. The complaint condition was assessed by vendor. As per the vendor assessment, " DHR ik147 was reviewed for any associated defects or non-conforming material reports and none were found to be present during production. In addition forms f-034 in-process inspection and f-053 kettle process verification were reviewed in detail. Ik147 was for 828 case (4668 each). Per sampling plan on f-034 32 samples were taken and tested for activation temp, no defects were identified. F-053 is completed each day of production for lot code, 5 days of production for ik147, per instructions sample temp is taken every 30 minutes. F-053 samples across all 5 days of production account for another 50+ samples taken, all were within specified activation temp range. All samples indicated above are taken across the entire production time of the lot code and are taken at random. This defect is likely an issue with user training/understanding of the product." Complete vendor analysis is attached for reference. Upon further analysis based on the follow up questions from the customer, its an isolated incident and there were no consequences to the patient. Root cause can be deduced most possibly to be user training/understanding issue. Coopersurgical will continue to monitor this complaint condition for any trends. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
"Per e-mail report- mattress was used but defective. Mattress didn't heat up. Patient's temperature at 35.1 degrees celcius. The content of the bag did crystalized but no heat to the mattress." Ref e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. (B)(4).

Event description:
"Per e-mail report- mattress was used but defective. Mattress didn't heat up. Patient's temperature at 35.1 degrees celcius. The content of the bag did crystalized but no heat to the mattress." (B)(4).